Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was treated on (B)(6) 2014 as an outpatient for a gi bleed. The pt's hgb was 6.5 and was transfused with two units of blood. On (B)(6) 2014, the pt was admitted into the hosp for the gi bleed and his hgb was 6.6. An upper gi endoscopy was completed on (B)(6) 2014. The pt was discharged on (B)(6) 2014 and has been doing well since.